Event description:
It was reported, the lag screw had started to cut medially through the femoral head into the acetabulum. Surgeon removed hardware and put a cement stem. He used a reliance cm stem and he put in a trident hemispherical cluster acetabular cup.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.